Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a fading display issue. The screen has faded and is difficult to read. The issue began a few days prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/13/2013 with the following findings: the complaint could not be confirmed or duplicated on investigation. The pump powered on and the display was clear and legible with no dimming issue found.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.